Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the operator used a three-lumen catheter to insert it to the patient's urethra, the drainage was not smooth and then inserted it to the patient's bladder. After using it for a period of time, the balloon ruptured and the patient felt severe pain. The patient was given pain relief and replaced the spare sterile catheter.

Event description:
It was reported that when the operator used a three-lumen catheter to insert it to the patient's urethra, the drainage was not smooth and then inserted it to the patient's bladder. After using it for a period of time, the balloon ruptured and the patient felt severe pain. The patient was given pain relief and replaced the spare sterile catheter.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.